Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported.